Event description:
Information was received from a patient's representative regarding an external device. Patient rep reported the recharger screen was completely blank/unresponsive since the last month and they couldn't recharge the recharger battery. Patient services specialist (pss) had the patient (pt) plug the desktop charger (dtc) into the recharger device, but the recharger screen didn't light up. Pss had the pt reset the recharger device, but the screen still wouldn't turn on. Pss helped the pt inspect the dtc cord and dtc connector pin, but no visible damage was detected. Pss had the pt rep plug the dtc back into the recharger but nothing changed. The issue was not resolved. Pt received the new dtc but stated the cord is not going into the insr port. Caller stated they were able to connect the cord upside down. The pt verified that there is nothing stuck inside the insr port. Pss consulted with repair and they suggested that a new dtc be sent due to likely damage to the connector pin. Pss reviewed to only plug in with the arrows lined up. Pt rep ca lled back to report the second dtc charger was received, but when plugged in (the correct way) still did not power recharger on. Caller confirmed the green light came on for dtc charger. Agenthad caller reset the recharger by removing back panel and holding button for 5 seconds. Recharger screen did not come on. Agent reopened <(>&<)> reassigned case to send follow-up email to reps for transition to wireless recharger and added secure note with serial number info. Agent will follow-up with pt/reps. Caller patient husband called back stated they haven't heard back from anyone regarding the recharger. Caller was transferred to agent for update on transition/medtronic rep involvement, and mentioned pt was in pain (agent understood pain was due to not being able to charge ins). Agent gave caller update (had not yet heard back). Caller requested to have reps in an area closer to them, rather than in area of pt's hcp. Agent redirected the request and sent email to field reps, including manager. Agent documented information and closed case. Agent will follow back up with pt rep when word is back from rep. Agent followed up with mdt reps. Agent sent email to repair for wireless transition kit to go to mdt rep and notified pt rep. Mdt rep should be reaching out to patient to handle the rest of the process. Pt rep called and mentioned they had not gotten a call from a rep yet about transitioning to the wireless recharger. An email was sent to the local mdt reps again today. Rep email response received. Additional information was received from the patient (pt). They reported that the circumstances of the recharger issues were that the recharger failed and could not be charged. To resolve the issue, medtronic was contacted. The issue has been resolved with a replacement recharger.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.